Event description:
It was reported the plastic part on the hemostasis valve detached when backloading the guidewire into the array catheter. The catheter was replaced and there were no consequences to the pt.

Manufacturer narrative:
Functional testing confirmed this catheter functioned as designed, high and low profiles were achieved and the balloon was inflated with saline and deflated. A .035" guide wire was passed through the entire lumen. The hemostasis valve portion of this device was not returned. The cause for the reported malfunction is unk. A review of the device history records indicated that this array catheter passed all final inspections and electrical testing. (B)(4).